Event description:
Device 2 of 2. Reference MFR report# 1627487-2011-00187. The pt's scs system included an ipg and two percutaneous leads. His leads were placed on (B)(6) 2010 as part of a trial procedure, and the ipg was implanted a week later on (B)(6) 2010. It was reported that the pt is not receiving stimulation due to impedance issues for several lead contacts. In addition, he allegedly is unable to initiate or cease stimulation with the magnet. An x-ray of the pt's scs system shows no visible anomalies or connection issues. Surgical intervention will be undertaken to rectify these issues; however, a date for the procedure has not been set.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.